Event description:
No power to the system.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that system was not powering on. The customer was not aware if there was any power outage in the room, however it was not clear if the electrician has checked incoming power to the room. Cause of the issue will remain unknown as customer cancelled the service. The codes were updated based on the investigation outcome.